Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the screen was white with some squiggles on it. Customer's blood glucose was unknown. No troubleshooting was done. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with frozen screen on the white screen the problem was isolated to lcd board. Unable to verify missing segments due to stuck on the frozen screen. Unable perform displacement, rewind, seating and basic occlusion due to white screen anomaly. However, the insulin pump powered up properly and no blank display noted. The insulin pump had scratched case.